Event description:
Peritoneal dialysis nurse stated that when is pt completed treatment, he disconnected from the cycler and noticed fluid leaking from the cassette. Pt contacted nurse. Cycler was returned with cassette and replaced. Manual exchanges were completed, no missed treatments.

Manufacturer narrative:
There was dried fluid inside the cassette door and inside the pneumatic lines between the pump body and the hydrophobic filters. The cycler passed a mushroom head check. There were no abrasions on the mushroom heads. Per the mc pharmacovigilance physician: no treatments were missed, manual exchanges were completed while waiting for the replacement cycler. Pt did not develop peritonitis or other complications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.